Event description:
New information received notes the programming changes were made. Patient condition was stable throughout.

Event description:
It was reported that the patient presented with inappropriate automatic mode switch exhibited on the implantable cardioverter defibrillator (ICD) due to far r-wave over-sensing. No intervention was performed. There were no patient consequences.